Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the 319.004 depth gauge is an instrument routinely used in the rotation correction plates ¿ 2.0mm lcp and 1.5mm / 2.0mm system (technique guide j8690-a). The device was returned and reported to have begun sticking and not measuring correctly. This condition is confirmed; the depth gauge becomes stuck when measuring near the minimum and maximum lengths. It is likely that some bending from seventeen years of use and sterile processing cycles has led to this complaint condition. The device was manufactured in 9/1997 and is over seventeen years old. The balance of the returned device is in fairly worn condition. Drawing number 319_004 rev. D was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine device inspection, a depth gauge for 1.3 mm and 1.5 mm screws, part number 319.004, lot number a4gl732, was sticking. Lubrication of device did not resolve the issue and the device was not measuring correctly. There was no patient or surgical involvement. This is report 1 of 1 (B)(4).